Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. No bent cannula was found during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 22.3 mmol/l which was treated with bolus. Customer treated for low sensor glucose of 3.6 and did not bother to test the blood glucose that resulted the high reading. Customer stated the sensor was curled up when removed. The sensor will be returned for analysis.